Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman access system, with a dilator inside the sheath. Analysis of the tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed the tip damage (delamination/stretched/misshapen), and numerous kinks in the sheath that were mostly located in the curve of the sheath. The rest of the device was inspected, and no other damage was found.

Event description:
Reportable based on analysis completed august 7, 2019. It was reported that a kink occurred. A watchman access system (was) double curve and watchman laa closure device and delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A kink was noted to the sheath. No closure device was deployed through the kinked sheath. No patient complications were reported. Procedure was completed with another of the same device. However, analysis of the returned was revealed delamination to the tip.